Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
On (B)(6) 2024 at approximately 4:52 pm pst, the patient reported that the ilet device would not charge. The agent confirmed the device was correctly positioned on the charging pad, but the green indicator light did not illuminate. The patient attempted multiple outlets without success. A replacement charging pad was requested for troubleshooting, and the agent planned follow-up. On (B)(6) 2024, the patient called to check the delivery status of the replacement charging pad, scheduled for (B)(6) 2024 before 8:00 pm. The patient expressed concern about the battery lasting until delivery. The agent advised trying other inductive chargers as a temporary solution. On (B)(6) 2024 and (B)(6) 2024, agents left voicemails to confirm whether the new charging pad resolved the issue. On (B)(6) 2024, a final voicemail was left, and the case was closed with instructions to open a new case if further issues occurred. No adverse health effects were reported during this event. The issue was isolated to the charging pad functionality and did not involve insulin delivery or cgm performance.